Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to low blood glucose. The patient's blood glucose at the time of hospitalization was 25 mg/dl. Troubleshooting was declined for the hypoglycemia. The customer reported that he became unconscious due to the low. He was released from the emergency room after four hours. No products were returned or replaced.